Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 600 mg/dl at the time of incident. Customer experienced symptoms such as nausea, vomiting and abdominal pain as result of high blood glucose and feel okay to troubleshoot. It was also reported that the insulin pump had insulin flow blocked alarm and customer was assisted with getting connected due to no alt insulin delivery. Customer¿s husband declined trouble shooting for high blood glucose. The insulin pump will not be returned for analysis.